Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. The blue sureform stapler 60 reload involved with the alleged operative complication was discarded by the site. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. During the case, two green and four blue sureform stapler 60 reloads were fired successfully per the system logs. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line bleed on post-operative day #1 and the estimated blood loss was approximately 2l. As a result, the patient underwent traditional laparoscopic surgery and the surgeon applied coagulant/sealant to the staple line although the staple line was noted to be "intact" and did not require repair. However, the root cause of the operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was brought back to the operating room (or) due to bleeding that was found on a staple line. According to the initial reporter, the bleeding appeared to be in a location where the third sureform stapler 60 reload was fired. No buttressing material was used. This was the first case performed by the surgeon that day ((B)(6) 2019). On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the da vinci-assisted sleeve gastrectomy procedure which was recorded on video. There were no reported malfunctions of a da vinci system, instrument, or accessory during the case. In addition, there were no reported intra-operative complications. At the completion of the case, a leak test was performed and noted to be negative. In addition, a "scope" or "egd" (esophagogastroduodenoscopy) was performed and no issues were found. The case was completed robotically. Around 2:00 am the following morning, the patient was found to be symptomatic. The patient underwent traditional laparoscopic surgery around 10:30 am that same morning. The staple lines were found to be intact and no active bleeding was seen. The surgeon used suction and irrigation to clean out a pool of blood that was found. There were no holes or perforations found. The surgeon suspected that the bleeding might have come from the staple line where a blue sureform 60 reload was fired. The staple line did not require any repair. However, the surgeon applied coagulant/sealant to the staple line. The surgeon did not know the cause of the staple line bleed. The estimated blood loss from the staple line bleed was approximately 2l. No blood transfusions were administered. At this time, the patient is stable and recovering in the hospital. The stapler reloads were discarded by the site.